Manufacturer narrative:
(B)(4).

Event description:
Patient reported signal loss over 1 hour. Product was received but its pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.